Event description:
It was reported that this right ventricular (rv) lead failed to convert the patients ventricular tachycardia (vt)/ventricular fibrillation (vf), with available shock therapy exhausted. Subsequently a defibrillation threshold (dft) test was performed. Technical services (ts) was consulted and they discussed the physician may try reversed polarity for shock delivery. Patient has a left ventricular assist device (lvad) implanted, so they are protected. This rv lead remains in service. No additional adverse patient effects were reported.